Manufacturer narrative:
The defective air module was evaluated by the manufacturer. The reported problem was isolated to a contact problem with potentiometer rv-2 on the pcb 1593. This has been classified as a single isolated occurrence.

Event description:
Ventilator delivered 15% higher than set concentrations of o2 when set between 50-70%. The only settings known are simv volume control mode, 800 cc tidal volume, master rate of 20, adult pt range. Alarms functioned appropriately. There was no pt injury.